Event description:
Customer alleges they sent to customer and the seat was cracked and there was no box damaged. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 98071, serial number/date code and approximately age are unknown. The owner's manual part number 1148079 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the dealer sent a customer a transfer bench that was cracked when received. The box was allegedly not damaged. The dealer resolved the issue, sent replacement (order number,(B)(4)). Cracked transfer benches, a supporting device, is a potential for fall injury.